Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device was performed and the reported detachment was confirmed and as the device was returned with a link detachment. Although it was reported that the sutures detached, the event is classified and analyzed as suture retrieval issue as the difference between the two failure modes is often not discernable to the user. A conclusive cause for the reported detachment could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, a suture break occurred with three proglide devices. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that there were several cases of puncture closures of unspecified vessels attempted using proglide devices after unspecified procedures. Reportedly, the proglide devices were defective. The method used to achieve hemostasis was not reported. There were no reported adverse patient sequelae. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.